Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
1st probe: a distributor reported an issue with a 29cm solero applicator. A patient presented for a mw ablation for 2 lesions in segment 4a & 7 primary hcc. During a procedure, the doctor contacted getz regarding difficulty during a procedure. The applicator had passed test protocol and was set for a 4 min ablation x 60w. At the two minute mark, the system stopped and displayed a "high reflected power" error. They were able to clear the error code, disconnected the cartridge, and also turned of the system in order to reboot. A new bottle of chilled saline was connected. When restarting the procedure, they received the hrp message again. The decision was made to use another applicator, of a different lot; however, the same error message occurred during the ablation. The doctor chose to revert to the hs amica system. A 60w x 6minute ablation was completed and the patient was treated successfully. The patient was reported as having an unusually high transaminitis and lactate rise post op but this fortunately recovered. However, as there were two device failures and a change of modality, (patient sedated), it is highly probable the procedure was extended for greater than 30 minutes while attempts to resolve the issue were performed. This event meets the criteria a reportable adverse event; patient safety risk due to prolonged procedure greater than 30 minutes (extended sedation). It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a solero probe. During functional testing, no high reflected power (hrp) message was received, as reported. The reported complaint description of hrp could not be confirmed. However, an internal device evaluation of the probe assembly noted a manufacturing related root cause. The complaint technician verified proper device operation at both 60w and 140w settings. The cartridge cover was removed and the n-type was inspected. If fluid gets into the n-type it will trigger an hrp failure. The screw cap was removed and there was no evidence of fluid ingress. The white handle covers were removed to expose the mcx shrink boot. The boot was positioned above the shoulder which can compromise the seal integrity. The fluid appears to have migrated under the heat shrink boot during use. Fluid getting under the boot and into the cable or mcx can trigger an hrp error. The source of the moisture ingress is not certain, but the glue lined heat shrink boot on the mcx is used to seal the mcx to cable connection. A poor seal may allow fluid to get under the boot. The boot on this device was positioned high up on the mcx above the shoulder. This will reduce the contact area on the white cable jacket. The process was revised sept 2020 to better define the boot location on the mcx. The top of the boot is to be set at the shoulder of the mcx. The device in the complaint was produced in march 2020, prior the mcx boot placement change in september 2020. All team members performing this work step are trained to the current document revision. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator.". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).